Event description:
Further review of information gathered revealed the patient was given medication to address the issue and information regarding the patient's status remains unknown.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient experienced acute renal failure. It was noted the event is not device related but possibly procedure related. No further information is available at this time.